Event description:
It was reported to target that during a gdc case, after multiple inflations, the balloon catheter would not stay inflated. This event did not cause any harm to the pt, who was reported in good condition after the procedure. The case was successfully completed with another unit.